Event description:
A patient had full revision surgery on (B)(6) 2015, and the explanted lead was received into analysis on 08/26/2015. Analysis identified pitting on the positive lead connector pin surface, but the cause of the pitting was not identified. An abraded opening of the outer and inner silicone tubes was also identified.